Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The device was found to have a flat and elongated exposed portion of the soft cannula. Although the exposed portion of the soft cannula was observed to be flat and elongated, fluid was still able to pass through the entire fluid path and no leaks were observed. Corrosion was observed on the top housing, bottom battery, chassis, and pcba. No source for the corrosion was identified. All three batteries measured lowered than expected. As corrosion was found on the pcba, it is expected that fluid has caused shorts that drained the batteries. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 26 mmol/l (468 mg/dl). The pod was worn on the patient's abdomen for between 1 and 4 hours. As treatment, a new pod was applied.